Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an integrated apd set w/cassette was leaking "between where the patient line tubing was attached to the cassette". This was observed during priming for peritoneal dialysis (pd) therapy. The home patient further described that the leaking was noticed ¿at the connection weld plastic connector; the connector that goes to the catheter and one that goes to the solution bag¿. The patient started over with new supplies after the leak was noted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.